Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 14 atmospheres on the second inflation. The device was removed from the patient without issue and the procedure was completed with another coyote balloon catheter. No patient complications were reported and patient's status was good.